Event description:
A lead practitioner reported that foreign bodies were found in the eyes of two pts during surgical procedures where the manufacturer's custom packs, handpiece and console were used. For this pt, the foreign body was described as clear, hard material like perspex, not brittle like glass. The foreign bodies were like microscopic crystallized atoms seen prior to phaco procedure while using the irrigation setting on the console. The pt was treated intraoperatively with additional antibiotics, and the eye was flushed with a saline solution using the handpiece. The same saline solution bags were used for both pts and unspecified doses of adrenalin were added using unfiltered needles. The same lot number of viscoelastic was used in both pts, but the reporter does not believe the foreign material is related since this was used after the foreign material was discovered. The pt outcome was reported as good. There are two medical device reports associated with these events; this report is for the first pt.

Manufacturer narrative:
Investigation showed no remarks in batch record filling: all syringes were visually inspected for foreign material by qualified operators. Items with foreign material were rejected. The retention samples were inspected and satisfactory. No sample was returned, no further investigation possible. Based on the results of this investigation this complaint cannot be confirmed or explained. Root cause: na, complaint not confirmed. Corrective/preventive action: none, complaint not confirmed. There has been one other similar complaint reported in the lot number. Additional info was requested and received. (B)(4).